Event description:
In 2002 the end-user called medtronic minimed, USA and stated that patient has been hospitalized due to high bgs and ketones. The end-user discovered a leak from a tear in the tubing. On may 2002 maersk medical a/s received the complaint and 1 used tubing.